Manufacturer narrative:
This report is submitted on april 09, 2024.

Event description:
Per the clinic, the patient underwent a soft tissue reduction surgery under general anesthesia on (B)(6) 2022 (exact day not reported) due to poor retention. The implanted device remains.